Manufacturer narrative:
The authorized service provider (asp) determined that the front bezel needed to be replaced. The asp replaced the front bezel. There was no patient involvement. The ventilator was being tested prior to use. Previous investigations have identified that the navigation ring failures were determined to be liquid ingress due to the variability of the assembly process.

Event description:
The customer reported that when trying to change a setting, the numbers would jump around. The customer was not able to click on the up or down arrows to make changes, nor use the nav-ring. Details about the patient involvement at the time of the event is currently pending, but there was no report of patient harm.